Event description:
It was reported that the patient's left knee was revised due to instability. A 3x9 cs insert was revised to a 3x14 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event an event regarding instability involving an unknown tibial insert was reported the event was not confirmed method and results device evaluation and results not performed as product was not returned clinician review no medical records were received for review with a clinical consultant device history review could not be performed as lot code information was not provided complaint history review could not be performed as lot code information was not provided conclusion the exact cause of the event could not be determined because insufficient information was provided additional information including device details operative reports progress notes x rays and return of the device are needed to fully investigate the event if further information becomes available or the product is returned this investigation will be re opened.